Manufacturer narrative:
The device was returned and evaluated. The reported implant was returned together with an implant carrier and a cover screw. It was observed that the returned cover screw could not fully engage with the returned implant. A retained sample implant of a different lot was used to perform cross test check. During the investigation, it was noted that the retained implant fully engaged with the returned cover screw. A retained cover screw was tested with the suspect implant and a gap was present there was no engagement noted. To conclude, it was confirmed that the returned implant had an engagement issue with both of the returned and retained cover screws. Further testing was performed and the returned implant was dissected. The implant was fit checked specifically for the threads and the implant did not pass. There was no burs, debris, blood clot or bone material between the threads and internal threads were present with no breakage discovered. Based on the evaluation, it was confirmed that the returned implant was manufactured out of specifications. While the root cause could not be determined, the probable causes could be dull/worn-out tools, machines were out of calibration or tool setup was incorrect. This is a single isolated incident and no other similar issue was reported. This incident is being monitored, tracked, and trended.

Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant's inside threads were stripped. During the implant placement, the doctor could not get the hand driver to engage with the implant. The doctor stated "driver could not engage to implant" and "inside implant threads must be stripped". The doctor was able to remove the implant using the hand piece driver. A new implant was used to complete the procedure on the same setting. There was no injury to the patient and the patient was reported to be good. The patient has type iii bone quality. The patient has no relevant medical or dental pre-existing condition. The doctor stated there was no issue with the drivers. Specific models of the drivers were asked, but the doctor could only advise they were from the hahn surgical kit. The doctor continued to use the drivers without issue.